Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead microdislodged after catheter slitting with more significant dislodgement a few minutes later while stitching the lead in. The lead was still within the coronary vessel and pacing effectively. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.